Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our filed service engineer. The pull magnet inclusive bracket was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for further investigation. The received device logs confirmed the reported technical error code at date of the event. Since no parts were returned for investigation, the root cause of the event has not been determined.